Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image before they went for swimming. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error and unable to download due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly.